Event description:
Physician reported that distal tip of needle broke off during arthroscopic knee procedure. Needle fragment was retrieved and there was no harm to patient.

Manufacturer narrative:
Evaluation summary: the returned device was decontaminated and inspected. The needle tip fracture was confirmed. There were no abnormalities observed on the upper jaw, lower jaw, and the remaining needle. Welds were inspected and no abnormalities were observed. The remaining needle properly engaged the rails of the lower jaw and tracked as expected. The device met all specifications and functional requirements that could be evaluated without a needle tip. The lot history record was reviewed and no manufacturing related issues were identified that would affect device function during use.